Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Product or data was provided for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and failed at 0vdc. The share log was reviewed. No data was available. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.